Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting return device.

Event description:
Device/procedure outcome: original device used, procedure completed patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: difficulty inserting the guidewire what type of guidewire was used?; original starter wire if the guidewire was a bsc device, please provide the lot or j-pos number; already stated in the product information. Was this the first insertion of the guidewire into the catheter? No problem was the catheter deployed without inserting the guidewire?; no please provide details on the sequence of events leading to the occurrence; resistance was felt during wire manipulation after reinsertion into the left atrium. Additionally, I shall report separately that whilst deployment is recognised during faraview use, spikes appear in the resp waveform of the beat metric during pulse, causing the shape of all pulse readings to become ?. As only the patch was replaced, I shall report on the patch separately. Patient info: last name, first name, date of birth, age at the time of event, weight - "asked but not available as per account." Physician comments: patient outcome: no adverse event infected: no. Generator/controller: ablation catheter used: other used: event date: 2025-11-5. As reported device codes: 1307: difficult to insert as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Event description:
Device/procedure outcome: original device used, procedure completed patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event: difficulty inserting the guidewire what type of guidewire was used?; original starter wire if the guidewire was a bsc device, please provide the lot or j-pos number; already stated in the product information was this the first insertion of the guidewire into the catheter?; no problem was the catheter deployed without inserting the guidewire?; no please provide details on the sequence of events leading to the occurrence; resistance was felt during wire manipulation after reinsertion into the left atrium. Additionally, I shall report separately that whilst deployment is recognised during faraview use, spikes appear in the resp waveform of the beat metric during pulse, causing the shape of all pulse readings to become ?. As only the patch was replaced, I shall report on the patch separately. Patient info: last name, first name, date of birth, age at the time of event, weight - "asked but not available as per account" physician comments: patient outcome: no adverse event infected: no generator/controller: ablation catheter used: other used: event date: 2025-11-5. As reported device codes: 1307: difficult to insert as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The guidewire was returned still in its farawave device. A visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, and the coil and ribbon are welded at the distal weld. - the guidewire was returned stuck in the farawave device it was used with. It could not be removed from the farawave without further damage occurring to the guidewire and/or device. 10cm of the guidewire was exposed on the distal end, and 25cm was exposed on the proximal end of the guidewire. There was no visible damage on the guidewire. There was blood like material visible 25cm from the proximal weld. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. - no other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.13 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.